Manufacturer narrative:
Title: reinforcement of rectal anastomoses with a collagen-based haemostatic patch: a case series report source: journal of surgical case reports, 2021;4, 1¿3 doi: 10.1093/jscr/rjaa228. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 18 may 2016 and 13 june 2017, postoperative to rectal resection for colorectal cancer wherein rectal anastomosis reinforcement was utilized with a hemostatic patch, anastomotic leakage was noted in one patient.